Event description:
A surgeon mentioned to a depuy mitek sales rep that he had four (4) pt reactions between march - june 2004 using the intrafix device. The white blood cell counts did not spike, nothing was cultured and no antibiotics were given to the pts. The surgeon decided to remove the device and the pts are doing fine now.